Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose. Customer¿s blood glucose value at time of incident was 46mg/dl and current blood glucose value was 105mg/dl. Customer treated the low with food. Customer also reported getting sensor with inaccurate readings. Customer completed troubleshooting. No product is expected to return.